Event description:
Inr tested in anticoagulation clinic using finger stick technique on a hemosense, inratio monitor. Results reported at 5.0. Verifed results thru the clinic lab and they returned at 15.8. This a far outside the acceptable range of discrepency. Patient is an oncology patient but hemoglobin and hematocrit fall within acceptable range for use of the hemosense machine. A 15.8 inr is potentially life threatening and the pt was hospitalized for fresh frozen plasma transfusion. We would have expected the hemosense machine to give an "error" message with an inr this elevated and for some reason it reported a false low.